Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing wwas ripped apart on (B)(6) 2025. The site of detachment was connector. The blood glucose level was high. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.